Event description:
It was reported that the patient's wound was not healing well and a pocket infection had developed. The device was explanted and replaced. The pocket was cultured and was negative. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058, implantable pacing lead (B)(6) 1992. (B)(4).